Event description:
The customer reported the system intermittently failed to display a live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the image processor and display adaptor circuit boards. The system operates as intended.